Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during a procedure at the user facility, the monitor experienced a loss of the nerve confirmation tone, providing only artifact noise. This condition, in which the electrical circuit is incomplete, may result in the loss of nerve monitoring recording function, posing increased risk of nerve injury. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.